Event description:
It was reported that during a gastrectomy procedure, the staples were open shaped at proximal part of stomach. The procedure was completed by hand-suturing. There was no patient consequence.